Event description:
Information was received from a consumer regarding a patient receiving baclofen concentration not reported at up to 50mcg/day via an implantable pump. The indications for use were intractable spasticity and multiple sclerosis. The patient has had 2 full pump refills and there had been 2 times the pump had flipped. The patient stated that (B)(6) 2016 was when they had their first pump refill and it was flipped. It hurt badly when they turned it over to find the port and refill it during the refill procedure. The patient stated that (B)(6) 2017 they had their second pump refill and it was flipped again and hurts badly when they turned it over to find the port and refill it during the refill procedure. The patient wanted to know why and what the patient should do about it. The patient planned to follow up with their healthcare provider. No further patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.